Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The test reservoir fitted properly. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. The insulin pump received with stained end cap sticker and back address / serial number label.

Event description:
Customer reported moisture in the screen of the insulin pump and stated that the battery cap was damaged. Customer also mentioned that the buttons on the insulin pump sometimes get stuck. Customer's blood glucose reading at the time of the call was 31 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.